Manufacturer narrative:
Unit received with motor error alarm during rewind due to excessive axial play. Unable to perform displacement test due to constant motor error alarm. Unable to verify motor noise due to motor error alarm at rewind. Pump received with cracked reservoir tube. Unit received with cracked battery tube threads. Drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was performed. The device was returned for analysis.